Manufacturer narrative:
The complaint was confirmed, but the exact cause is unknown. The hemosplit catheter was received in three segments. The catheter broke at the proximal end of the surecuff. The cross sections of the adjoining ends of the catheter were microscopically examined and the surfaces were noted to be rough and granular, which is indicative of a break. The biobloc coating was still intact on the catheter. The d/l tubing had been cut approximately 1" distal to the cuff. The exact cause of the reported incident is unknown. No defects related to the manufacturing process were noted on the complaint sample. A chr of lot #retk1169 showed no other similar product complaint(s) from this lot number.

Event description:
The hemosplit dialysis catheter cracked in half near the cuff.